Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 stopped cauterizing. They waited the allotted time, but still did not work. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
H6: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).